Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call software error detected, motor arm cannot communicate with main arm and hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they were able to rewind the insulin pump however the insulin pump failed the self-test and the hardware low level failure alarm recurred. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected software error detected the motor arm cannot communicate with the main arm, or hardware low level failures alarms noted during testing however, the formatted history file confirmed hardware low level failures (line number 861 file number 211) and the motor arm cannot communicate with the main arm alarms due to a software error and hardware low level failures (variable 3) is due to broken traces of the keypad assembly.